Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Additional device: serial# (B)(6) h6:FDA method code(s): b17 h6:FDA result code(s): c20 h6:FDA conclusion code(s): d14 product event summary: two (2) batteries (bat902466, (B)(6)) were not returned for evaluation. Additionally, log files were not available for analysis. As a result, the reported event could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered. Events involving a battery not charging can be attributed, but not limited, to an internal battery communication error, faulty integrated circuit, improper weld, soldering defect, out of temperature range, and/or a charge time-out of eight (8) hours. Events involving a battery not being recognized by the controller can be attributed, but not limited, to an internal battery communication error, a faulty integrated circuit, an improper weld, and/or a soldering defect. Events involving batteries that rapidly discharge can be attributed to soldering or welding defects. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the battery (B)(6) was returned for evaluation. The battery (B)(6) was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Failure analysis of returned battery revealed that the device passed visual inspection. Functional testing revealed that the battery was unable to charge on a test battery charger or provide power to a test controller. During functional testing, test equipment was unable to properly read the battery status due to a communication problem with the main integrated circuit (ic). Internal inspection of the battery did not reveal any abnormalities that may have contributed to the inability to communicate to the main ic. An attempt to reset the main ic was able to reestablish the battery's functionality. Further testing revealed that the battery was able to discharge as expected. Log files were not available for analysis. As a result, the reported not charging and not recognized by the controller events involving (B)(6) was confirmed. The reported power consumption issue event involving (B)(6) could not be confirmed; however, it is possible that the battery being unable to provide power or charge was perceived as the reported power consumption condition. The reported power consumption issue, not charging, and not recognized by the controller events involving (B)(6) could not be confirmed. Based on an investigation conducted under CAPA pr00519785, the most likely root cause of the observed inability to provide power or charge events involving (B)(6) has been attributed to the battery connector interface design which does not guarantee the desired connection angle in some use conditions. Applicable risk documentation and experience with events of similar circumstances were considered; possible root causes of the reported power consumption issue event involving (B)(6) can be attributed to soldering or welding defects. Possible root causes of the reported not charging event involving (B)(6) can be attributed, but not limited, to an internal battery communication error, faulty integrated circuit, improper weld, soldering defect, out of temperature range, and/or a charge time-out of eight (8) hours. Possible root causes of the reported not being recognized by the controller event involving (B)(6) can be attributed, but not limited, to an internal battery communication error, a faulty integrated circuit, an improper weld, and/or a soldering defect. Additional products: d4: serial#: (B)(6) investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: heartware ventricular assist system ¿ battery, model #: 1650 / catalog #: 1650 / expiration date: 31-july-2021 / serial#: (B)(4) UDI #: (B)(4) available for eval: no, mfg date: 23-july-2020 labeled for single use: no (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two batteries were plugged in charger the whole night, were not charging due to power consumption issue and were not recognized by the controller. The batteries were replaced. No patient complications have been reported as a result of this event.